Manufacturer narrative:
Upon receipt, the lead was found dissected into two fragments. 1 cm lead body including the conductor cables were not returned for analysis. The analysis of the lead fragments demonstrated a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to intermittent oversensing and noise. Should additional information become available, this file will be updated.